Event description:
It was reported that the patient had 12 hours left of rewarm and the arctic sun device had begun alerting 113 (reduced water temperature control). Nurse stated at first there did not seem to be an issue as patient temperature had been holding at target temperature, but lately water temperature and patient temperature had been rising. The patient temperature was 36.4c, target temperature was 36c, water temperature was 27.9c and flow rate was 3.2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.1c, water flow rate was 3.2 l/m, inlet pressure was -7.1 psi, circulation pump command was 86 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5910.5 and pump hours were 5338. Mis explained that the device appeared mixing pump had gone out. Nurse would need to send device to biomed labeled 113 (reduced water temperature control). Nurse stated that could request another device. Mis walked nurse through stop therapy, drain pads and adjusting settings on new device to continue therapy. Per wo update on (B)(6) 2023, biomed stated that the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature). A check of the diagnostics showed a failed mixing pump. Per sample evaluation results received on (B)(6) 2023, it was reported that the during decontamination control panel booted to reboot screen and message stating disk read error. It was stated that the double bend tube and chiller evaporator tube found expanded during servicing. It was noted that the flow meter had insufficient ctu flow during post repair servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed both the alert 113 and mixing pump failure through patient data included in report. It was also noted that the biomed stated that the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature). Mixing pump was servicing during pm process. During decon control panel booted to reboot screen and message stating disk read error. Double bend tube and chiller evaporator tube found expanded during servicing. Flow meter had insufficient ctu flow during post repair servicing. The device underwent pm servicing while in for repair. Serviced circulation pump. Replaced heater, both manifold o-rings, and drain valves. Double bend tube and chiller evaporator tube were replaced. Flow meter was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had 12 hours left of rewarm and the arctic sun device had begun alerting 113 (reduced water temperature control). Nurse stated at first there did not seem to be an issue as patient temperature had been holding at target temperature, but lately water temperature and patient temperature had been rising. The patient temperature was 36.4c, target temperature was 36c, water temperature was 27.9c and flow rate was 3.2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.1c, water flow rate was 3.2 l/m, inlet pressure was -7.1 psi, circulation pump command was 86 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5910.5 and pump hours were 5338. Mis explained that the device appeared mixing pump had gone out. Nurse would need to send device to biomed labeled 113 (reduced water temperature control). Nurse stated that could request another device. Mis walked nurse through stop therapy, drain pads and adjusting settings on new device to continue therapy.